Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during surgery, an ophthalmic cutting knives were incorrectly packed. Details of surgery was not reported. No patient impact was reported.

Manufacturer narrative:
Additional information is provided in sections d.9, e.1, h.3, h.6 and h.11. One opened clearcut knife was received for the report of incorrect item. The returned sample was visually inspected and was found non-conforming with the handle observed to have 'clear cut intrepid 2.4 single bevel (sb)' printed on the handle. No visual defects were observed on the blade. A dimensional ear width test was performed and deemed conforming. A functional penetration test was performed and deemed conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue that the print on the handle indicated 2.4 sb rather than 2.2. The root cause is manufacturing related and possible contributing factors are inadequate segregation during the handle printing or blade assembly. A non-conformance record was initiated to determine root cause for the trend of the incorrectly printed handles. The manufacturer internal reference number is: (B)(4).